Manufacturer narrative:
The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with two prostyle devices using the pre-close technique prior to an interventional thoracic aortic aneurysm (taa) repair procedure via a 6f sheath. Reportedly, after removing each of the prostyle plungers, a link break was noted. The sutures of two additional prostyle devices were successfully pre-placed. The sheath was upsized to 22f and the taa repair procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.